Event description:
Customer reported having low blood glucose readings of 40 mg/dl. Customer has treated with orange juice. Customer's blood glucose reading a few minutes into the call was 86 mg/dl. Customer was unsure of what caused the low blood glucose readings. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.